Event description:
As outlined in the original report, customer reported that a nurse was activating a heel warmer when it broke and splashed in her eyes. The infant pt was not affected. The customer reported that the nurse sustained a worker's comp injury and was treated in the emergency room. They did copious flushing and put her on ophthalmic antibiotics. Kimberly-clark corp has no first hand knowledge of the allegations, but are relaying info received from outside sources pursuant to federal regulations. Employ+ability inc was notified by kimberly-clark of the incident on (B)(6) 2005. Employ+ability received a sample on (B)(6) 2005 and after reviewing sent the sample to tyco/kendall (B)(4) (the MFR) on (B)(6) 2005 for their review. Employ+ability inc is the distributor for the infant heel warmer. All packaging was completed per kimberly-clark requirements. The infant heel warmer is mfg by tyco/kendall and the one sample received by employ+ability was forwarded to their attention. (B)(6).